Event description:
Procedure type: hernia. According to the reporter: microsurgical problems occurred 30 hours post-operatively and had to perform a revision of the anastomosis on (B)(6) 2010. Necrosis of muscle part of flap leads to debridement procedures on (B)(6). The pt was treated with vacuum therapy, implant was fragile and was removed and replaced on (B)(6). Pt experienced septic constellation and flap necrosis and revision was performed on (B)(6) 2010 followed by planned revisions on (B)(6), implant removed step by step. Another mesh was sutured in position.

Manufacturer narrative:
(B)(4).